Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high capture thresholds and would not capture. As a result the lead surgically abandoned and successfully replaced. To date, there have been no adverse patient effects.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.